Manufacturer narrative:
Philips service reset the circuit breaker, replaced fuse f14, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision screen powered off after a loud bang, and a red led was observed on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.